Event description:
Patient reported that their meter was giving them an error message. They were not sure what the error message was. During troubleshooting, error 2 message was displayed. The issue was not resolved with troubleshooting. Medical affairs specialist spoke with the patient in 2003 to obtain more clinical information. Patient stated that they were never taken to the hospital or given any treatment by a healthcare professional. They had started using their back-up meter ever since they started getting an error message. This case is reported as a meter malfunction since the error 2 issue was not resolved.